Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation determined the reported difficulty to advance and difficulty to remove appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement of both sds, the devices became tangled and/or stuck together resulting in the reported difficult to advance and remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other xience skypoint referenced is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous proximal left circumflex artery (plcx). Two xience skypoint stent delivery systems were advanced at the same time inside the guiding catheter (gc); however, the devices became stuck during advancement and were difficult to remove from the gc. There were no adverse patient effects and no clinically significant delay in the procedure. The procedure was completed using a non-abbott device. No additional information was provided.